Event description:
It was reported that this implanted device exhibited left ventricular (lv) pace impedance greater than 3,000 ohms and a loss of capture when lead ring 2 was involved. Other programming vectors had normal impedance. X-ray and troubleshooting did not reveal any issues with the lv lead or any connection issues and no signal noise was present. The patient needed magnetic resonance imaging; however, the physician was hesitant due to the high impedance. The models and serial numbers of the implanted device and lv lead are unknown at this time. The device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that this implanted device exhibited left ventricular (lv) pace impedance greater than 3,000 ohms and a loss of capture when lead ring 2 was involved. Other programming vectors had normal impedance. X-ray and troubleshooting did not reveal any issues with the lv lead or any connection issues and no signal noise was present. The patient needed magnetic resonance imaging; however, the physician was hesitant due to the high impedance. The models and serial numbers of the implanted device and lv lead are unknown at this time. The device remains implanted and no adverse patient effects were reported. It was additionlly reported that provocative physical maneuvers were performed and no additional noise was generated. The high imedance involving lv ring 2 and high thresholds were persisting. The patient is a double amputee below the knees and the physician was still considering whether to perform an MRI due to the patient experiencing a new issue above the right knee. The lv lead remains in service.